Manufacturer narrative:
Associated medwatches: 9610612-2019-00094, 9610612-2019-00120. Manufacturing site evaluation: the implants were not available for investigation. Investigation: the provided x-ray figures give no hints for the mentioned loosening of the implant component. It must be mentioned that the x-ray figures are not the original figures, and they are lower quality and therefore only suitable to a limited degree for medical/diagnostic statements. Batch history review: a review of nx053z is not possible because the batch number was unknown. The device quality and manufacturing history records have been checked for all the lot numbers available, and found to be according to specifications valid at the time of production. No similar incidents have been filed with products from these batches. Conclusion and root cause: based on the information available it is not possible to determine a definitive root cause for the mentioned failure. It appears that the failure is not product related. It could be possible that the failure is usage related. Rationale: in light of the information received and because the implants were not returned, it is not possible to determine a definitive root cause. There are no hints for a material or production failure. It could be possible that there were problems with the bone cement technique. A product safety case (psc) has been opened.

Manufacturer narrative:
Manufacturing site evaluation: the implants were not available for investigation. Batch history review - (as tibial obturator d12mm): the device quality and manufacturing history records have been checked for the lot number and found to be according to specifications valid at the time of production. No similar incidents have been filed with products from this batch. All other products: nx056z (as vega ps tibial plateau): a batch history review could not be performed without a lot number. Nx031z/52365827 (as vega ps femoral component): the device quality and manufacturing history records have been checked for the lot number and found to be according to specifications valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause - without product and little available information it is therefore hardly possible to determine an exact conclusion and root cause. It could be possible that the failure is usage related. Rationale - unfortunately, due to a lack of data we cannot determine the exact cause. Corrective action - a product safety case has been opened and any action regarding CAPA will be addressed in this case.

Event description:
It was reported that there was postoperative loosening of the as vega tibial component; the patient also presented with a concurrent infection. The patient underwent primary surgery and implantation of vega knee implants on (B)(6) 2018. Sometime later, postoperative loosening of the tibial plateau was noted. The tibia had been used with an obturator/uni and was not stemmed. A revision was performed due to the loosening but the patient concurrently had an infection; the patient therefore underwent a staged revision. It was noted that the hardware was explanted but the procedure dates were not provided. A stemmed tibia had been planned as a replacement for the original implant. Further data, including operative notes from the surgeries as well as x-rays have been requested. This report will be updated when additional information is received. Involved components (item number / lot number): nx053z/batch unknown - as vega ps tibial plateau cemented t2; nx031z/52365827 - as vega ps femoral comp. Cemented f5nr; nn261z/52370820 - as tibial obturator d12mm. Associated medwatches: 9610612-2019-00094, 9610612-2019-00120.